Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent esc and act buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Customer also reported that the insulin pump was exposed to moisture that could have led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and expected to return for analysis.